Event description:
Healthcare professional reported left side "rupture" and "patient's concern with the product." Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening on radius, crease fold and brown particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "rupture" and "patient's concern with the product." Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "patient's concern with the product".

Event description:
Healthcare professional reported left side "rupture" and "patient's concern with the product." Device was explanted.